Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer reference number: 1627487-2021-17224. It was reported the patient underwent an unrelated surgical procedure wherein the leads were cut. X-rays imaging confirmed the issue. A result, surgical intervention may occur later to address the issue.